Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was (245 mg/dl at its highest) and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and was to monitor the bg. Upon follow-up, the customer reported that the bg decreased to 160 mg/dl and was 107 the next morning.